Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('pasing huge blood clots that have turned to white tissue stuff') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("I m still bleeding"), gallbladder disorder ("I have same symptom, I already removed my gallbladder"), mood swings ("mood swings") and anxiety ("anxiety"). The patient was treated with clonazepam (klonopin), fluoxetine hydrochloride (prozac) and surgery (abaltion). At the time of the report, the menorrhagia, genital haemorrhage, gallbladder disorder, mood swings and anxiety outcome was unknown. The reporter considered anxiety, gallbladder disorder, genital haemorrhage, menorrhagia and mood swings to be related to essure. Concerning the injuries reported in this case the following event is reported via social media- cholecystectomy, mood swings and anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet received. Case became incident. Ablation added as surgery. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.